Event description:
It was reported an occlusion alarm occurred, resulting in the customer experiencing an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was delivered to address bg. The customer performed a supply change and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.